Event description:
The customer returned the duodenovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, a gap was observed in the adhesive area between the server plug-in (z-block) and the distal end, and the adhesive around the objective lens was found to be chipped. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the gap observed in the adhesive area between the server plug-in (z-block) and the distal end, and the chipping of the adhesive around the objective lens, is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.